Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07267. It was reported the pt had not received effective stimulation from the scs system. The pt reported she had been reprogrammed multiple times but had only received stimulation in the legs, and not in the back where needed. The pt had not used or recharged the scs system in the past two years. It was reported the pt planned to work with the physician regarding an explant of the system at a future date.

Manufacturer narrative:
Corrective number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.